Manufacturer narrative:
(B)(4). Manufacturer method - no product returned from user facility. Manufacturer results - customer complaint could not be confirmed.

Event description:
Customer reports being cut by the direct check control ampule while crushing it. Customer was crushing the vial in the plastic sleeve when they noticed that the controls were not coming out of the vials. Customer removed the crushed vial from the sleeve to inspect whereupon a small piece of glass went into their finger. Customer received a tetanus shot.